Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was due to the ECG c&d cable connector being loose and unable to connect to a monitor. The electrode belt was unable to complete falloff testing. The root cause for the loose connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.